Event description:
The site reported that hounsfield unit (hu) numbers were 25 hu too low. A patient nearly died due to wrong interpretation and lack of treatment by a physician. The site measured a value of 30 hu at a location in the CT image that was later determined to be blood. The site expected blood to have a value of about 55 hu. An hu value around 30 indicated fluid secretion instead of blood.

Manufacturer narrative:
The patient's images were reviewed. Part of the patient intersects the field of view of the scanner. When this occurs, the hu values within the field cannot be guaranteed.